Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that occlusion alarms occurred. Customer changed pump supplies to address the issue. System check was performed by tandem technical support and no issues were identified. Customers blood glucose was 180 mg/dl.